Event description:
It was reported that an increase in threshold and non-sustained lead noise were observed. No adverse consequences were reported. Lead will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.